Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: chronic pain and discomfort and other symptoms will likely need a revision in the future update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided for the left hip and dor was provided for both hips. Revision operative note for the left hip indicated pain. The revision operative note for the right hip indicated pain and increased metal ions (no lab results provided). The 1st unknown hip is being changed to the left femoral head and the second unknown hip is being changed to the left acetabular liner. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/24/2015.